Event description:
The pressurewire x, wireless displayed an ffr result measurement that was greater than 1 instead of less than 1. Ffr measurement was not competed and the procedure was abandoned.

Manufacturer narrative:
One pressurewire x, wireless was returned for analysis. Functional testing could not be performed due to the condition of the returned pressurewire. The presence of a dried blood-like substance inside the covering of the sensor element can affect signal readings, which precludes further signal testing. Electrical testing of the guidewire revealed no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the reported signal drift remains unknown.